Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creep out was not observed, as the photo does not have the hemogard cap/stopper assembly pictured, providing no evidence of stopper creep out. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creep out was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creep out based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of serum stopper creep out complaints through corrective and preventive actions. CAPA #3741863 has been initiated for further investigation of serum stopper creep out complaints, complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 28 times. The following information was provided by the initial reporter. "The serum tube cap is not attached perfectly when it is filled with the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for assembly issues with the incident lot was not observed. The photo shows one bd shelf pack of serum tubes appearing to have be unopened. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to assembly issues as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of assembly issues. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 28 times. The following information was provided by the initial reporter. "The serum tube cap is not attached perfectly when it is filled with the tube."